Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: flipping, lymphoma-alcl-suspected.

Event description:
Healthcare professional reported right side "rotation" and "samples have been sent for alcl analysis". Since no biomarkers are reported, malignancy cannot be confirmed and event captured as lymphoma-alcl-suspected. Device has been explanted.

Manufacturer narrative:
¿Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy.¿ device evaluation: analysis of the returned device identified: weight to the spec, brown particles in the shell and opening on posterior. A visual and microscopic analysis was performed which identified: striated opening on patch, wear abrasion and crease flat. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side "periprosthetic seroma", "rupture of the prosthesis", "right capsula: fibrotic periprosthetic capsula with light chronic inflammation". Absence of cd30 positive cells. No evidence of malignancy.